Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a system failure. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a bubbled downstream occlusion sensor; the tamper seal was intact. There was evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation. No fault was found. However, error 46822 message was found in the device information folder and in the pump's event history logs. Thus, as a preventative action and measure, it was recommended that the microprocessor unit (mpu) board be replaced. The cause of the reported issue was unknown. The product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 2120 ; catalog number: 21-2120-0104-01